Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in emergency room after receiving four inappropriate shocks for atrial fibrillation with rapid ventricular rates. Programming changes were made to avoid future inappropriate therapy. The patient was stable.